Event description:
During a coronary stenting procedure, a cypher stent dislodged from the balloon and had to be snared out of the vessel. The target lesion was a calcified, tortuous, diffusely diseased right coronary artery (rca). An al1 guidecatheter and a bmw wire were placed within the vessel and the lesion was predilated. The cypher stent was removed from the packaging, was flushed, and was negatively prepped according to hospital protocol on the back table. There were no difficulties advancing the sds to or across the lesion site.